Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2012-08279, 08280. It was reported the patient came to physician's office due to leads and anchors coming out of anchor pocket. The scs system was explanted and replaced by a new scs system. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Manufacturer's evaluation: analysis of the device is in process; the results will be forwarded when available. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.